Event description:
It was reported that the patient was hospitalized for experiencing some seizure activity. It is unknown if the seizures are an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that the patient was seen by the physician following the hospitalization, where upon patient evaluation, it appears the events were psychological in nature, and the patient was seeking attention. Device diagnostic test results were reported to be within normal limits, confirming proper device function. The patient continues to receive vns therapy.